Event description:
It was reported that the needle would not retract.

Manufacturer narrative:
Conclusion: other it was reported that the needle would not retract. Evaluation is currently being performed on the returned device. Once the evaluation is completed a follow- up medwatch report will be submitted.

Manufacturer narrative:
Method: actual device used in case was returned and evaluated. Visual examination performed. Conclusion: the actual device used during the case was returned and evaluated. Visual examination of the returned device revealed that the needle is extended out of the catheter approximately 1cm. There are kinks at 21.5 and 26cm from the strain relief. The device was sent to the contract manufacturer for evaluation. The visual examination of the device also revealed two kinks. The first kink is approximately 8.5 inches from the proximal strain relief and the second kink is 1.75 inches from the first kink. The luer end of the handle was disassembled and the needle was pulled out of the device. The needle is broken where the device is kinked. The distal end of the needle was pulled out of the catheter end and that end is cracked and also is from the kinked area. Visually under 10x magnification the nitinol needle shaft is cracked longitudinally. The broken needle was placed against the outside of the catheter and the breaks in the needle do line up with the kinks. The review of the device history record did not detect any deficiencies within the manufacturing process. The event is confirmed for needle would not retract. The nitinol needle assembly was broken because the device was kinked. The analysis is complete as of today (B)(4) 2012.